Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2009. It was reported that although she has stimulation, she has experienced leg swelling and throbbing pain from her hips downward and across her back. The pt has consulted with her primary care physician and several medical specialist including her implanting physician and has undergone a battery of tests; however, the cause of these systems remains unk.